Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-09586). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was at eol. Premature battery depletion suspected. The device was explanted and replaced. Patient was fine after procedure.